Event description:
During an internal review of programming and diagnostic history, it was identified that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2014. The settings were not corrected on the same date. The review of the manufacturing records confirmed that the programming computer passed all functional tests prior to the distribution. No patient adverse events were reported.